Manufacturer narrative:
Concomitant medical product: 250ml fresenius kabi bag, lot 12mhh13, exp 08-2020; heparin in 0.45% sodium chloride. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "12 heparin 25,000/250 was started and programmed per md order infusion never modified for 5 hours. Nurse noted bag empty 16 43 new orders received for labs." An incomplete date of event of (B)(6) 2019 was provided. There was no harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "12 heparin 25,000/250 was started and programmed per md order infusion never modified for 5 hours. Nurse noted bag empty 16 43 new orders received for labs." An incomplete date of event of xx-apr-2019 was provided. There was no harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2426-0007) and there were no leaks observed from the set. There were no issues observed with the silicone tubing of the set¿s pumping segment. The event log shows heparin weight based dosing 100unit in 1ml (drugid 181) was programmed to infuse at 7.92ml/hr with a vtbi of 100ml at 12:17 pm on 06 april 2019 and ran until 5:34 pm. The volume recorded as being infused during this period was 41.61ml. Functional testing showed no anomalies. The root cause of the customer¿s report of an overinfusion was not identified.